Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, weight, weight (unit), describe event or problem, therapy dates and desc, and device codes updated. (B)(4).

Event description:
It was further reported that vascular access was obtained via contralateral approach. The target lesion was a tasc d type lesion and the target vessel was highly calcified. The lesion was initially re-opened with truepath chronic total occlusion device and 2.4mm jetstream xc atherectomy catheter prior to the advancement of the 6x200x75 innova stent. During deployment, the thumbwheel was used with normal force until the white arrow became visible in the pull grip; however, the pull grip did not work and the stent stretched. Three days after the procedure, the patient was discharged with the extremity permeable. To date, the patient is well.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that partial stent deployment occurred. The chronic total occlusion (cto) was located in the superficial femoral artery (sfa). A 6x200x75 innova stent was advanced to treat the lesion. After 120mm of the stent was deployed using the thumbwheel, the pull grip used to complete the deployment was stuck, leaving the stent partially deployed. The stent was then completely deployed by slowly "activating" the delivery system. After the stent was released, an angioplasty balloon was used to open up the stent and the procedure was completed. No patient complications were reported.